Manufacturer narrative:
(B)(4). Lot/serial numbers were not provided, therefore, a review of the manufacturing records and UDI information could not be conducted. If lot/serial numbers are obtained, the review will be included on the final report. According to the gore® dryseal sheath instruction for use, adverse events that may occur and / or require intervention include, but are not limited to hematomas.

Event description:
On (B)(6) 2016 a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. Access was obtained by means of a femoral artery cut-down. On (B)(6) 2016 the patient underwent an additional procedure to evacuate a right scarpa hematoma. The scarpa hematoma was reported to be related to the device or procedure. The patient tolerated the procedure.

Manufacturer narrative:
UDI: (B)(4). Additional device: (B)(4). Results code: a review of the manufacturing records for the devices verified the lots met all pre-release specifications.